Event description:
It was reported that the customer's insulin pump was alarming no delivery.. Customer states that they found the cannula bent on their infusion set. During troubleshooting, customer was asked to perform a fixed prime. Customer states the insulin did exit and device did not alarm. Advised customer device is functioning properly and to monitor. Customer's blood glucose level was 441 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.